Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification for the use of exoseal vcd, and the device showed no visible signs of damage prior to use. The catheter sheath introducer used was unknown. The device was stored and prepped according to the IFU. At the puncture femoral site, the suitability of the femoral artery was verified via angiography, including the insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be =5mm. The puncture site showed no visible calcium/plaque, no vessel tortuosity, no stents nearby, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. However, the vessel had stenosis >50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. Hemostasis was achieved using manual compression. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window turned solid black. When depression of the button was attempted, it could not be pressed at all. At this time, the indicator window was solid black, but it was unknown if any red color appeared during retraction. No excess force was applied since the button could not be depressed. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification for the use of exoseal vcd, and the device showed no visible signs of damage prior to use. The catheter sheath introducer used was unknown. The device was stored and prepped according to the IFU. At the puncture femoral site, the suitability of the femoral artery was verified via angiography, including the insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be =5mm. The puncture site showed no visible calcium/plaque, no vessel tortuosity, no stents nearby, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. However, the vessel had stenosis >50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window turned solid black. When depression of the button was attempted, it could not be pressed at all. At this time, the indicator window was solid black, but it was unknown if any red color appeared during retraction. No excess force was applied since the button could not be depressed. One non-sterile vascular closure device 5f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. Functional test could not be successfully performed since the device was clogged with dried blood. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were performed, unsuccessfully. The device was opened to observe the internal components, no anomalies were noted on the indicator window nor the deployment lever mechanism. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed since functional test could not be performed due to the clogged device; however, the internal mechanism of the lever was found with no anomalies. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Patient factors, such as the stenosis reported, may also have been a contributing factor. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery, those with visible calcium/atherosclerotic disease of the puncture site, and those with stenosis >50% of the puncture site. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.